Manufacturer narrative:
There is no alleged failure of the device. The end-user stated it is difficult for him to use the ghs350 lift, due to he cannot support himself. The sales rep advised the end-user that he should discontinue the use of the lift and work with the provider to get the proper lift for his needs. The user manual part #148115-d page 7 and 16 states: "individuals that use the stand assist sling must be able to support the majority of their own weight, otherwise injury can occur." Should additional information become available, a supplemental record will be filed.

Event description:
While using a ghs350 lift, the end-user had a spasm in his leg, which caused it to slide off the footpad and knee pad. The end-user fell and broke his leg.